Event description:
I went to my doctor for pain management. Was prescribed flexeril and prozac. Had terrible reaction to combination of these 2 meds. Doctor then prescribed celexa and clonazepam. She said clonazepam was a great med with low side effects and can be taken long term. After I started feeling better. I asked my doctor (B)(6) to wean off. She responded why fix something that's not broken. She retired soon after. I started having anxiety and other symptoms and my new doctor (B)(6) said I needed a thyroid med, levothyroxine. Symptoms seem to progress. Doctor sent me to combination psychiatrist and therapist for symptoms. Horrible panic, chronic pain, insomnia, detachment, memory problems, sweats, and many more. Doctor refused to fill my benzo and sent me to detox even though I took as directed. Was also on pain management. Center took my benzo and pain meds and prescribed phenobarbital and suboxin couple days. After 7 days started having shakes, sweats, panic, sense to light and sound, teeth clench, metallic taste, etc. Doctor just kept changing meds. I felt horrible couldn¿t stand just waking up. The workers kept telling me I had an addiction, but it was a physical dependency. They didn¿t want to hear anything I would say. I also noticed on my medical reports doctors would change or document incorrect info I said. After 10 days I just couldn¿t take anymore. Had to leave this center was making things a lot worse. I felt like I was in a terrible nightmare and couldn¿t wake up. I need to know how to get off this horrible med. There's so much more I've been through since 2018. I'm not living anymore just existing. I've been admitted several times to psych wards because of this. Doctors won't listen to me. Just prescribe numerous meds and I even had ect because doctor felt it would reset my brain. After first one I tried to refuse future treatments and doctor did them anyway. I have been through so much to put into words. I don¿t know what to do or who can help. I can¿t do anything just a struggle to get out of bed. I want my life back. Need your help. Please reach out on my behalf. There's a lot more I've been through but the ect has caused damaged I hope will get better. My memory is horrible. Short term memory is the worst. Can keep track of anything I feel like I'm not going to make it. Thank you for your time. Blessings. My life has been taken away by this med and the way doctors think you can just take it then give it back and take it again and put it back. I'm very confused and living a bvb it nightmare. I want to wake up and be happy again. Have no interest in anything. Afraid of everything. Took uds for ativan came up negative even though I took 3 times a day. A couple doctors dropped me because they didn¿t believe me. Then I went in horrible withdraw went to ER gave me 4 days of ativan. I had the doctor change benzo to valium because of uds. Doesn¿t seem to help. Severe panic.